Manufacturer narrative:
A review of the manufacturing records was performed and found that the lot was manufactured to specification. The patient reports the development of a hematoma following the implant procedure, which resolved. Hematoma development is a known inherent risk and is listed in the adverse reaction section of the IFU as a possible complication. At this time there is no connection that can be made between the patients ongoing discomfort and any problem with the device used to treat her hernia. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported to davol by the patient: the patient has reported that in (B)(6) 2013 she was implanted with two bard 3dmax mesh for the repair of bilateral inguinal hernias. She reports a post operative hematoma that resolved. The patient reports that in the years following the implants she has experienced discomfort on the left side inguinal area of the hernia repair and states that she is "always feeling it" the patient indicates there is a pulling sensation on the left side of the repair and that her doctor has thought this to be possible scar tissue. She also describes a numbness that radiates down her left leg. She states that she has had gi issues in which she was seeing a specialist who advised her to increase her fiber intake. To date the patient has not been evaluated by a surgeon for her symptoms.